Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including performing power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. The customer's auxiliary power supply and batteries were not returned for evaluation. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of power-related errors. The device was recertified and returned to the customer. No trend is associated with reports of this type.